Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the system was working properly, but at the end of the surgery day, nearly after 8 hours of the image acquisition system (ias) being on, the staff was unable to perform 2d or 3d images with the system. They finished the surgery with a c-arm.  There was no reported impact to patient outcome and a reported delay of less than one hour.  The probable cause of the event was due to the system being on for a long time with a lot of x-rays taken, approximately 39 2d and 3 3d. The system was checked the following day and the issue could not be replicated and the system was functioning properly.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: base oarm bi70000028230 sys 230v onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Hardware analysis of the handswitch determined that the reported issue was unable to be confirmed. Installed hand switch into o-arm test system. System booted and readied. 2d , 3d and store buttons functioned as expected. No fault found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.